Event description:
It was reported that the pt reported headaches and having worse, or limited, access to sound with the device. Re-implantation is considered, but a date has not been set at this time.

Manufacturer narrative:
UDI code not available for this device. The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.

Manufacturer narrative:
In accordance with the information in the patient report and the manufacturers experience with this kind of device, it is assumed that it has possibly failed due to humidity ingress at the housing braze joint through micro-leaks. To determine an exact root cause a device investigation would be necessary, however, it was reported that the device will not be available for investigation. This is a final report.

Event description:
It was reported that the patient reported headaches and having worse, or limited, access to sound with the device.